Event description:
In the afternoon, on the date of this report, the patient was getting an 8286 error code on the ptm (personal therapy manager) which indicated that the pump was empty; the ptm had worked fine in the morning. The patient was not hearing an alarm. The patient was last seen the friday before this report. The next refill date was (B)(6) 2015. The patient was feeling fine. The device system was delivering fentanyl, clonidine, and dilaudid. On (B)(6) 2015, the patient reported no longer having concerns with his device or therapy. The interventions were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).